Event description:
It was reported that the patient received inappropriate therapy. Both leads have been removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
It was reported that following the completion of a craniotomy procedure, artifacts were identified in patient wound site on routine MRI. The patient was returned to surgery for removal of the artifacts. The removed artifact was identified as being part of the footed attachment. The attachment was sent to pathology for additional testing.

Manufacturer narrative:
This event was reported by the user facility via medwatch (B)(4). No additional information was available.